Event description:
It was reported that the patient was deceased. The patient died approximately 8 months post implant of the implantable cardioverter defibrillator (ICD), right atrial (ra) lead and left ventricular (lv) lead and 7 years post implant of the right ventricular (rv) lead. The patient was enrolled in the (B)(4) study. It was unknown if the death was related to the ICD system. A cause of death was unknown. No additional information is available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694965, lead, implanted: (B)(6) 2007. (B)(4).